Manufacturer narrative:
Currently the lead has not been received for analysis and attempts to locate the lead have been unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room with heart rates in the 30s, though no falls or trauma were reported. A device evaluation was completed which showed non-capture and thresholds up to 5.5v at 0.5ms. Also impedance readings were > 2000 ohms. Upon review of the daily measurements, it was noted over the previous week the impedances had risen to 1700, then 1800 and finally > 2000 ohms. It was suspected the lead was fractured. Surgical intervention was performed and this lead was explanted, and at that time, the device was electively replaced as it was at middle of life battery longevity. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.